Event description:
Info was rec'd from the provider that the device was leaking water from the reservoir. The provider reported that the customer placed the device in a baking pan to hold the water. This situation may pose a shock hazard to the pt. The provider was advised to instruct the pt to remove the device from the baking pan.